Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.